Manufacturer narrative:
Concomitant medical products: d364trg device, implanted: (B)(6) 2011, explanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited suspected premature battery depletion. The physician also noted the left ventricular (lv) lead output was elevated due to high lv pacing thresholds. The crt-d was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.